Event description:
It was reported that there were over 9500 episodes of noise recorded on the implantable cardiac monitor. It was noted that the device is not sutured in the pocket. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).